Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify pump error 131, frozen display, unresponsive buttons or critical pump error due to blank display. Device received with corroded motor home switch

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer was unable to clear the alarm. The customer also reported that the display was frozen and time did not advance. The insulin pump buttons did not begin to respond in less than 5 minutes without battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.